Event description:
Arcing in power cord of the fresenius hemodialysis machine caused melting of the molded plug.

Event description:
Arcing in power cord of the fresenius hemodialysis machine caused melting of the molded plug.